Manufacturer narrative:
B4) date listed is the date the manufacturer became aware. B6) patient information regarding relevant tests/laboratory - specific patient/case detail was not provided. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, 510k number, expiration date, and manufacture date. E) although the journal article originated from the united states, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, death is listed as a potential adverse event with use of the quick-cross device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A philips employee became aware of a journal article (published online 01sep2018) ¿transcatheter closure of complex ascending aortic pseudoaneurysms after cardiac surgery: a multimodality imaging approach¿. The study retrospectively reviewed a case of a 78-year-old female patient who presented with large anterior pseudoaneurysm originating from the aortic root upon admission. The pseudoaneurysm was selectively engaged with a 6f judkins right catheter and 0.018 glidewire (terumo). Over the glidewire, a 3.1f quick-cross support catheter (spectranetics) was inserted into the pseudoaneurysm, followed by exchange for a 260 cm (pre-shaped with multiple curves) super stiff wire (boston scientific). Next, an 8f shuttle sheath (cook medical) was advanced into the pseudoaneurysm. However, the dilator would not pass into the aneurysm because of its significant stiffness. The dilator was removed and telescoped a 5f multipurpose catheter inside the shuttle sheath, which was then placed into the pseudoaneurysm. Injection through the sheath demonstrated opacification of the pseudoaneurysm. A 16 mm amplatzer atrial septal occluder (abbott vascular) was successfully deployed across the defect opening. Repeat tee and ascending aortography showed a well seated device with no evidence of significant residual shunting, and these findings were confirmed with postoperative transthoracic echocardiography. Post procedurally, the patient had chest pain with evidence of ongoing infective aortitis. Repeat multidetector computed tomography performed 5 days after the procedure showed a 5-mm communication to the pseudoaneurysm. Ultimately, patient underwent an attempt at aortic root replacement and hemiarch reconstruction but could not come off cardiopulmonary bypass and expired. The date of procedure was not listed for these events; therefore, 01sep2018 has been used, the date of publication. Tang, l et al_2018_transcatheter closure of complex ascending aortic pseudoaneurysms after cardiac surgery: a multimodality imaging approach. Circulation: cardiovascular interventions, 2018; 11: e007052. Https://www.ahajournals.org/doi/10.1161/circinterventions.118.007052. This report captures the death that occurred after use of the quick-cross device. There was no alleged malfunction of any spectranetics devices in use during the procedure.